Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that spyscope ds ii access & delivery catheter were used during endoscopic retrograde cholangiopancreatography for choledocholithiasis procedure performed on (B)(6) 2022. During the procedure, image quality became poor two minutes into applying electrohydraulic lithotripsy, the device lost visualization. Patient was stented. The procedure was not completed due to this event. No patient complications have been reported as a result of this event.